Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Annex b13 was added to reflect follow-up information received on previous report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a defective cable. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy. Intuitive surgical inc., (isi) followed up with initial reporter and obtained following additional information : the wire on 8mm fenestrated bipolar forceps instrument was observed to be broken. There was no missing material on distal end.